Event description:
The drill bit stops after drilling the 1st cortex. This incident has happened three or four times. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. A visual examination was performed and the device met specification. The device history records were researched; manufacturing documents were reviewed, no complaint related issues were found.